Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a definitive cause for the reported damage. Based on the reported information, it may be possible that the filter membrane became torn due to inadvertent mishandling during preparation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the emboshield nav6 embolic protection device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report # (B)(4).

Event description:
Medwatch uf/importer report# (B)(4) states: no injury to the patient. The device was not used, after it was determined to have a tear in the shield. The device was flushed with heparinized saline while in the packaging unit by the physician. He noticed the tear in the shield, and it would not be used. It was taken off of the field. The shield was in the original package.